Manufacturer narrative:
(B)(4). Additional information: this is a report of a use error, where a pediatric patient ¿bit a hole in the tubing of their transfer set which caused the fluid to leak out¿. According to the labeling for transfer sets, ¿contamination of any portion of fluid path may result in peritonitis.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred coincident with peritoneal dialysis therapy, and the patient subsequently experienced peritonitis. The leak was further described as a pediatric patient bit a hole in the tubing of their transfer set which caused the fluid to leak out and subsequently the patient acquired peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal cefepime (125 mg started on the same day as the event onset for about two weeks), intraperitoneal vancomycin (dose, frequency, and duration not reported), and oral fluconazole (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Patient¿s weight was reported as ¿(B)(6)¿. Should additional relevant information become available, a supplemental report will be submitted.